Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius dry acid mixer emitted smoke and sparks from a crack in the fill valve when powered on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fill valve was the original fresenius part on the mixer. The bmt reported that there was no flame, or arcing observed. The bmt reported that there was no damage observed on any other components. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the fill valve and cable, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius dry acid mixer emitted smoke and sparks from a crack in the fill valve when powered on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fill valve was the original fresenius part on the mixer. The bmt reported that there was no flame, or arcing observed. The bmt reported that there was no damage observed on any other components. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the fill valve and cable, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.